Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7120 competitor lead, (B)(6)2009, 1888tc-52 competitor lead, (B)(6) 2009. (B)(4)

Event description:
It was reported that the patient's lead integrity alert (lia) was triggered because of interference from electrocautery used during a procedure which was detected by the device. The patient was transferred to the intensive care unit and the device was interrogated.the device remains in use. No patient complications have been reported as a result of this event.